Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - a partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the nav6 embolic protection system (eps) was used during an un-specified procedure. An acculink stent was deployed without issue. An attempt was made to advance the eps retrieval catheter, but the catheter could not be advanced through the acculink stent. The retrieval catheter was removed without issue, and a accunet retrieval catheter was used to retrieve the nav6 filter successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.